Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary written by edwards lifesciences "risk of balloon burst in a calcified aortic annulus". A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the delivery system balloon rupture was related to the patient¿s severe native annulus calcification, as well as the calcification in the sinotubular junction (stj). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by field clinical specialist (fcs), during the transfemoral placement of the sapien 3 in the aortic position, the commander delivery system circumferentially ruptured at full inflation. Paravalvular leak (pvl) remained. The delivery system was removed intact. A 35x4 edwards lifesciences balloon aortic valvuloplasty (bav) balloon was then inserted to post dilate the valve. This balloon also ruptured at full inflation, resulting in mild-moderate pvl. The balloon was removed intact. A non-edwards balloon was them inflated to 26mm, and did not rupture. However, the mild-moderate pvl remained. The team decided against placing a second valve, and the valve was placed as intended at 80:20 aortic/ventricular. The patient will be monitored, and re-evaluated at a later date. Regarding the cause of the rupture, the patient had heavy calcification in the native annulus and sinotubular junction (stj). There was also discreet linear calcification in the lvot.